Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated field: a2 / a3 / a4/ a6 / b5 / b7.

Event description:
The device was inspected prior to use, the issue was found during the middle of a therapeutic procedure, there was a slight delay (the timeframe was not specified) the delay did not result in a negative effect for the patient, and the patient was under moderate sedation (cat 2) with propofol.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reportable malfunction was not identified. Therefore, the root cause could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had a boston scientific bull dozer tip being inserted and upon insertion, crumbled pieces fell in the patient. It was suspected the tips were damaged by something shark in the scope canal during advancement. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the procedure was completed with the same device, and it was reported that the procedure took slightly longer (the timeframe was not specified). There were no reports of patient harm and the issue did not result in negative effects for the patient. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the forceps raiser was defective. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.